Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0060350, medical device expiration date: 2021-02-28, device manufacture date: 2020-04-09. Medical device lot #: 0111086, medical device expiration date: 2021-04-30, device manufacture date: 2020-06-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube sst plh 13x100 5.0 plbl gold br experienced under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes of bd 5ml serum gel do not have enough vacuum for adequate blood aspiration, including being forced to a new puncture and leaving patients dissatisfied."

Event description:
It was reported the tube sst plh 13x100 5.0 plbl gold br experienced under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes of bd 5ml serum gel do not have enough vacuum for adequate blood aspiration, including being forced to a new puncture and leaving patients dissatisfied."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.